Manufacturer narrative:
Additional information: it was further reported that during the stent implantation procedure, there was a failure to deliver the resolute integrity stent for one patient, assigned to the resolute integrity group, who did not receive the allocated stent it was also noted that the outcomes at 18 month follow up also included target lesion revascularization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The 6-month versus 12-month or longer dual antiplatelet therapy after percutaneous coronary intervention in patients with acute coronary syndrome (smart-date): a randomised, open-label, non-inferiority trial. Lancet 2018; 391: 1274¿84 available : http://dx.doi.org/10.1016/. If information is provided in the future, a supplemental report will be issued.

Event description:
Between sept 5, 2012, and dec 31, 2015, 2712 patients were enrolled in a study. Of these, 1357 patients were randomly assigned to receive 6-month dapt and 1355 were randomly assigned to receive 12-month or longer dapt. Resolute integrity drug eluting stent devices were used in procedures to treat lesions such as those in the left main, lad, left circumflex and the rca. Medications at discharge from the index percutaneous coronary intervention procedure were similar in both groups post-procedure at the 18 month follow-up, adverse events including death, myocardial infarction, cerebrovascular accident (stroke) stent thrombosis barc type 2-5 bleeding and major bleeding had occurred.